Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4945 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the cm markings from 0 to about 8cm are worn off. This PICC was only indwelling for 4 days. Placement info: 5fr triple lumen PICC, trimmed to 38cm, inserted in the left basilic, using 3cg technology for tip confirmation and secured with a sorbaview.